Event description:
It was reported that during a routine visit, this pacemaker was interrogated and found to be in safety mode. The health care professional (hcp) called technical services (ts) to inquire of possible next steps. Ts discussed with the hcp on the device settings while in safety mode and advised to have the pacemaker replaced. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine visit, this pacemaker was interrogated and found to be in safety mode. The health care professional (hcp) called technical services (ts) to inquire of possible next steps. Ts discussed with the hcp on the device settings while in safety mode and advised to have the pacemaker replaced. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.